Event description:
It was reported that during a lobectomy, the jaw would not open. Due to infective disease, the instrument could not be returned. Another like device was used to complete the case. There was no patient consequence.